Event description:
The customer reported to olympus, the video system center was inspected before use and the lamp blinked. The issue was found during procedure, and the diagnostic procedure was completed with the same device without delay. There were no reports of patient harm. During evaluation of the returned device, it was found that the lamp blinked, error code e105 (lamp error) occurred, and front panel lights blink and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of lamp blinked was confirmed. In addition to error code e105 and front panel lights blink finding, the additional evaluation findings are as follows: hunting occurred when approaching. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the blinking lamp, e105 error, and blinking front panel lights could not be identified. However, it¿s likely the cause is related to a faulty led unit. Olympus will continue to monitor field performance for this device.